Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any signs of struggle during the run. No other damages or defects were found with the device. Although the cannula was damaged, the timing and cause of the damage is unknown. In addition, investigation found no manufacturing deficiencies that would contribute to a dislodging of the cannula or a failure of the pod to deliver insulin. The received device had the cannula assembly fully deployed. The exact cause of the reported event could not be determined. Cracks were observed on the housing of the returned device, however this did not affect the functionality of the device.

Manufacturer narrative:
The user reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 34; warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Needle mechanism failure.

Event description:
It was reported that the patients blood glucose level rose to over 300 mg/dl, after wearing the pod for less than an hour. The patient mother reported the cannula had dislodged form the infusion site (arm) and was found bent. For treatment, a new pod was applied.